Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to access medications on the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to access medications on the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access the medications on the station. The technical support specialist (tss) dialed into station for session monitoring and standby. The tss then accessed the application server secure link and logged into the enterprise website. The tss verified the user ID was active with the assigned role of nurse. The user reported limited tab access after logging into station, which was traced to unassigned area settings. The station was missing in the selected area. The tss emailed the user for confirmation and had multiple follow up to get the resolution, but no response received from the customer. The system functioned as intended after the technical support specialist tested the device.